Event description:
During a follow up phone call the customer stated that the insulin pump often alarms no delivery and the alarms get resolved when the customer changes the infusion set. The last time the alarm had occurred, the customer noticed that the cannula of the infusion set was bent. At the time of the event the customer's blood glucose was unknown, but at the time of the phone call it was close to 226 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.